Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a liver resection procedure, when using harmonic the teflon coated pad fell off. There was a ten minute delay. Another like device was used to complete the procedure. There were no adverse consequences for the patient.